Manufacturer narrative:
Only the connector legs were returned for analysis. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the is-1 tubing only on the is-1 connector leg was noted distal to the connector boot, consistent with friction to the device can. The ptfe liner was not damaged at this location.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-14837, related manufacturer reference number: 2017865-2019-14842. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was cardiopulmonary arrest and heart disease.